Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was noted that all the keypad buttons were under responsive to user presses. It was also noted that there was moisture found on the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2015 with the following findings: during investigation, the under responsive keypad complaint was unable to be duplicated. The keypad was intact with no evidence of moisture on the keypad. All the buttons were responsive during the investigation. The keypad was removed to inspect under the contacts and there was no contamination found under the contacts. The pump was opened and there was evidence of moisture found internally on the main printed circuit board support bracket. A leak test was performed and failed due to a bolus button and battery compartment leak. Unrelated to the original complaint, the battery compartment was observed to be cracked at the case seal to the left of the bumper. The audio bolus button cover was found to be damaged but still responsive during investigation.